Event description:
It was reported that pump began smoking while it was charging with tandem charging supplies. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.